Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux ¿n-y procedure, handle caused staple line bleeding. The surgeon had to oversew the staple line and patient was brought back to the operation room to control the bleeding. The surgeon used manual stapler to continue with the surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of four photographs. A visual inspection of the returned photos noted that one fully formed staple partially on tissue can be seen. No reload can be seen in any of the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.